Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: patient presented with herniated nucleus pulposus l5-s1 severe degenerative disc disease and underwent anterior retroperitoneal approach to l5-s1 disc space. Radical anterior lumbar discectomy, excision of herniated nucleus pulposus disc fragment and exploration of epidural space, anterior inter body fusion l5-s1 placement of prosthetic disc spaces 14 mm x 23 mm cages x two, use of bone morphogenic protein, use of local autogenous bone graft. Per operative report: "the cages were placed without difficulty giving excellent fixation. An appropriate sized rhbmp-2/acs kit was opened. One sponge was placed within each cage and one sponge placed lateral to the cages. The end plate was decorticated down to bleeding bone using a curved curette inside the holes in the cage. A thorough search for bleeding was performed. There was none found. Complications none. The patient was awoken , extubated and returned to postoperative care unit in stable condition." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.